Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: sweden.

Event description:
It was reported that during surgery, the unit sounds strange and stops working when encountering resistance. The speed was good without resistance, but not good with resistance (skin harvesting). The device shut off during use and lost power. There was no medical intervention required. An additional unplanned skin graft was used in order to complete surgery. There was a surgical delay of 15 minutes. Another device was used to complete the surgery. Due diligence is complete; there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the reciprocating arm was worn. The reciprocating arm was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information available.